Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that zimmer air dermatome was taking the skin irregularly causing damage to patient. An additional unplanned skin graft needed in order to complete the surgery. There was a delay of 30 minutes, and an alternate device was used to complete the procedure. No additional patient consequences were reported.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number 107962 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome was taking skin irregularly. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 19 august 2019 was out of calibration specifications at the zero setting only, but the control bar was not in the correct position. The device was noted to be within motor speed specifications. Repair of the dermatome occurred the same day and involved replacing the adjustment cam, control bar, and the vespel and semi-circle bearings. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the control bar was out of position, which would prevent the blade from sitting properly on the dermatome during use, it cannot be determined from the information provided as to what caused the control bar to fall out of position. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.